Event description:
Caller reported that a malfunction occurred on the pump. There was no reported impact on the customer's blood glucose level exceeding 500 mg/dl, as this information was unknown or declined to answer. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).